Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed and the downstream pressure plate gap was found out of specification. Evaluation also found the current readings to be out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump constantly displayed a random occlusion message, which was clarified during baxter's evaluation as a downstream occlusion alarm. It was also reported there was no patient injury.